Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per supplier evaluation, the sensor was operated for 30 minutes under 100% oxygen (o2) to check for unstable signals, spikes, or other anomalies. No irregularities were observed. It was determined that the sensor exhibited stable, specification compliant measurements. The sensor was fully functional and meet the required specifications.

Manufacturer narrative:
The fsr replaced the epgs o2 sensor and completed release testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the electronic patient gas system (epgs) failed calibration, with an 'oxygen (o2) sensor out of range' error. There was no patient involvement.